Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument/accessory was analyzed and found to have the main tube broken. Pieces measuring approximately 0.0575¿ x 0.1210¿ were not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observation related to the customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1115¿ - 0.1110¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint regarding the beige end being loose from the end of the cadiere forceps was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the end of cadiere forceps (cf) was loose. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: cardiere forceps instrument loose pin was identified by the surgeon at the time the arm was introduced into the patient¿s body. There was no patient injury.